Event description:
The user facility reported that during a sfa angiogram procedure, the catheter "broke into two pieces." Reportedly, a snare was used to remove the catheter segment and the procedure was completed successfully with no pt complications. Add'l event specific info has not been made available.

Manufacturer narrative:
Results: is based upon evaluation of user facility information; is based upon reserve sample testing. Conclusions: is based upon evaluation of user facility information; is based upon reserve sample testing. The involved device has not been returned for evaluation. Therefore, the investigation was based on evaluation of user facility information, quality records and reserve samples. No abnormalities or defects were noted on visual inspection of the reserve samples. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is consistent with the sheath having been damaged as a result of manipulation during the procedure. The device labeling does address the potential for such an event in the warnings/ precautions section of the instructions-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow-up.